Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had temporary problems with the image on different processors. The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
It is unknown when the issue was observed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, e4, h2, h3, h4, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no reportable malfunctions were identified. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.